Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, right ventricular (rv) lead noise resulting in pacing inhibition was recorded. Abbott technical services (ts) was contacted and the recorded noise was due to myopotentials or electromagnetic interference. Ts recommended provocative testing on the non-abbott rv lead and reprogramming of the device. However, no intervention was performed at this time. The patient was stable and will continue to be monitored.